Event description:
It was reported that this right atrial (ra) lead became dislodged. The dislodgment was confirmed via x-ray imaging. It was further noted that the lead exhibited difficulties sensing as well as high pacing thresholds. A surgical intervention was performed and it was successfully repositioned. No additional adverse patient effects were reported.